Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of incident. It was determined that the due now orders were not populating on time. A technical support specialist (tss) explained the functionality of the due now tab and its settings to the customer. The customer confirmed understanding, noting the configured display range of ±120 minutes, and planned to gather specific examples from user for further validation if needed. The system functioned as intended after technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower new orders and one-time medication orders were not populating on the "due now" tab in a timely manner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.